Manufacturer narrative:
The investigation for the introducer damage has been completed. No product was returned for evaluation. Clinical details noted that long impella introducer sheath kinked due to patient tortuosity and was exchanged for a short impella introducer sheath that allowed the pump to be inserted without issue. The root cause of the introducer damage - mechanical was most likely due to a sheath kink as a result of the patient's tortuous anatomy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was attempted to be implanted with an impella device for mechanical circulatory support. The impella cp was advanced, but due to tortuosity, the sheath kinked. The sheath was replaced with the short sheath and the impella was placed without issue. No patient harm was reported.